Event description:
It was reported that the fowler was drifting with patient weight. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fowler was drifting with patient weight. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the fowler was drifting due to a faulty motor. Customer repaired bed and returned to service. Customer performed evaluation.